Manufacturer narrative:
Reference MFR. Report #3004209178-2016-18047 regarding issues the patient experienced with her previous implantable neurostimulator.

Event description:
Information was received from a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient's implantable neurostimulator (ins) worked perfectly for her and she was feeling a lot of stimulation. This was normal stimulation sensation she was supposed to feel and she didn't have to go to the bathroom as frequently. With her previous ins, she didn't feel stimulation at all, but with her current device, she felt stimulation a lot. She liked that because it seemed to be working and felt so much better with the current device than with the last one. With the current device, the patient did not have to pee all of the sudden. Since she had the device, if she felt like she had to go to the bathroom, all of a sudden the device would "kick in" and she would feel pulsing and that sensation prevented her from going. This was how she had it since her recent implant and she liked that. It was noted that the patient had experienced a loss or change of therapy. She visited her mother in the hospital and sat on the bed near a machine that squeezed the legs to provide circulation. She was sitting right against it and it leaned against her ins. The patient noticed vibration from the machine and moved away from it. After a couple of days, on (B)(6) 2016, she noticed she was not feeling stimulation like she used to with her device. She wanted to know if it might have affected her ins. She had been feeling badly and was going to the doctor to get medicine put in her bladder and see what was going on. Either her bladder was in an interstitial cystitis flare or her machine wasn't working as well. She had to pee all the time. This started on (B)(6) 2016 or (B)(6) 2016. She checked the device and it was on. She turned stimulation up two notches and that seemed to help her, but she couldn't pee the following day. This occurred on (B)(6) 2016. She had to turn stimulation back down. The patient had an appointment with her healthcare provider on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.